Event description:
It was reported that during a diagnostic hysteroscopy procedure, the camera head's image was bright near and couldn't be dimmed. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the image is bright near and cannot be dimmed could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic hysteroscopy procedure, the camera head's image was bright near and couldn't be dimmed. The procedure was completed using the same set of equipment. There were no reports of patient harm.